Event description:
Livanova deutschland received a report that heater cooler 3t system patient displayed alarm e07 (pump is blocked) on patient side during procedure. There was no patient impact.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in USA. A livanova field service engineer (fse) was dispatched on site and confirmed the event. To solve the problem, the circulator motor was replaced. After performing all the functional tests with positive results, the device was returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report